Event description:
Nurse noticed blood in catheter and a balloon check catheter alarm condition followed perfusionist was called in to confirm the rupture. Balloon was removed and a hole was visible at proximal end. Pt is stable w/o an iab support, no apparent complication.